Event description:
The patient had flu-like symptoms, withdrawal, and increased back pain. The pump logs were checked. The pump motor had stalled and did not recover. The cause of the stall was not determined. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen (100mcg/ml at 20mcg/ml), bupivacaine (13.5mg/ml at 2.7 [units not provided]), and dilaudid (10mg/ml at 2mg/ml).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).